Event description:
Smartez pump(se0200-100, lot#s8c58) containing meropenem 1gram in 0.09% sodium chloride 100ml would not infuse. When disconnected, it will drip. Tubing connected tightly, line flushing well.